Event description:
Information was received from a patient regarding an external device. The reason for the call was caller reported system problem (77) rm03 when trying to charge their implantable neurostimulator (ins). Caller mentioned that the controller battery was low when it appeared and it was the first time they got the message. Caller stated sometimes if they move the controller around when they have the recharger connected sometimes it gives the message so they are wondering if it getting loose. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green light above screen; controller is 100 percent and implant is 40 percent. Caller confirmed no physical damage on recharger cord/pins but they stated that the recharger is getting excessively hot. Patient also reported broken belt. The issue is not resolved. Agent sent email to repair to replace the recharger. Patient called back and stated they received the replacement recharger and belt, but they thought they'd be receiving a battery pack as well. Patient stated that they were using the replacement recharger and it seemed to be working great as the implant charged up from 40% to 70% after a few minutes, but when they went to check the status again the controller was showing 4 screens on top of each other. Patient stated they ended up taking the battery pack out and putting aa batteries into the controller and everything came back up like normal, so they think the battery pack is bad. Agent had patient reinsert the battery pack. Patient confirmed the controller powered on like normal. Patient connected the recharger and began recharging again with excellent quality. Agent reviewed everything appeared to be working as intended and encouraged patient to monitor the issue. Patient commented that they are on their third belt and asked if they are pulling it too tight or what; agent reviewed.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for analysis and found the cable insulation is kinked and peeling away at the donut end. The wires are exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.